Manufacturer narrative:
(B)(4). Evaluation, results: surgical conversion to open repair. Results and conclusions, other: lack of information for the cause of removal of the stent grafts.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology at the time of implant or the event were not reported. An aneurx bifurcated stent graft was implanted on an unknown date and explanted on an unknown date for an unknown reason. The account will analyze the explant prior to sending the device to medtronic for analysis. No further information has been provided for this case. No additional clinical sequelae reported, and the patient is fine.